Manufacturer narrative:
Product event summary: the controller and battery were not returned for evaluation. Analysis of log files revealed a controller power up event on (B)(6) 2018 at 00:59:24 hours. The data point recorded prior to the controller loss of power revealed that (B)(4) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 99% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port 1 and ac adapter was connected to power port 2. The controller was without power for 17 seconds. As a result, the reported "loss of power" event was confirmed. The reported "vad stop alarm" could not be confirmed since alarm log file did not reveal any vad stop alarm. It is possible that the patient perceived double disconnect alarm as vad stop alarm. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. Additional products: battery (B)(4). H3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h10 product event summary: the two batteries were not returned for evaluation. No failure was detected on the two batteries during log file analysis. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2019-06-30/ serial (B)(6) UDI #: (B)(4). D10: no .h4: mfg date: 2018-06-21. H5: no. H6: patient code(s): c76143. H6: device code(s): c63030, c133517. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650de / catalog #: 1650de / expiration date: 2019-06-30/ serial#: (B)(6) UDI #: (B)(4). D10: no. H4: mfg date: 2018-06-21. H5: no. H6: patient code(s): c76143. H6: device code(s): c63030, c133517. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-06-30, device evaluation anticipated, but not yet begun mfg date: 2018-06-21. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while changing power sources, the patient experienced a loss of power to the controller. The patient had only disconnected one power source, but while the controller was on the remaining battery, the pump stopped and a vad stop alarm sounded. The site is unsure which battery was connected at the time. The patient quickly connected to ac power and changed the battery out for a fully charged one. The controller and battery remain in use. No patient complications have been reported as a result of this event.